Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the carbide inserts on both grip tips detached from the metal surface. The metal surface is smooth and no residue of adhesive material was found. No damage was observed on the clevis and cable.

Event description:
It was reported that during a da vinci s myomectomy procedure, the inner aspects of the mega needle driver instrument came off and fell into the patient. The broken pieces were retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.